Manufacturer narrative:
Correction b5: it was reported that the patient has pain at the ipg site due to weight loss and high impedances on one lead preventing the system from entering MRI mode. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg and lead were explanted and replaced.

Event description:
It was reported that the patient has pain at the ipg site due to weight loss and high impedances on one lead preventing the system from entering MRI mode. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg and lead were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient has pain at the ipg site and high impedances on one lead preventing the system from entering MRI mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.